Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient started having symptoms of infection during the past month with this inflatable penile prosthesis (ipp). He presented to the doctor earlier this week, on (B)(6) 2021 with some drainage issues in his scrotum. There was a small opening that was leaking fluid every time the patient went to pump the cylinders. The physician does not believe the device caused or contributed to the infection; however, he decided to explant the ipp device, performed a wash out and placed a malleable device. The patient is expected to fully recover.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient started having symptoms of infection during the past month with this inflatable penile prosthesis (ipp). He presented to the doctor earlier this week, on (B)(6) 2021 with some drainage issues in his scrotum. There was a small opening, that was clarified to be a perforation of the scrotum, that was leaking fluid every time the patient went to pump the cylinders. The physician does not believe the device caused or contributed to the infection; however, he decided to explant the ipp device, performed a wash out and placed a malleable device. The patient is expected to fully recover.